Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer were experiencing high blood glucose. Blood glucose level was 407 mg/dl. Customer declined troubleshooting. It was unknown whether the customer was using automode. Customer stated insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for analysis.